Manufacturer narrative:
The glidescope core 15-inch monitor and a glidescope core smart cable were returned to verathon for evaluation. A verathon technical service representative evaluated the returned core 15-inch monitor and was unable to confirm the "freezing / locking up" image issue. When the core 15-inch monitor and the core smart cable were connected to a known, good, test, single-use blade, the video image was normal. The camera image quality test was performed and passed. The glidescope core 15-inch monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image would freeze for approximately ten (10) seconds, and then unfreeze for three (3) seconds. The customer stated this occurred continuously for about three (3) minutes while in use. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.